Event description:
Customer reported an issue with the sensor glucose versus blood glucose values. Customer reported that their blood glucose reading was 140 mg/dl when her sensor glucose was over 300 mg/dl. Customer reported getting high alerts when her blood glucose reading was below 150 mg/dl. Customer also reported getting weak signal and lost sensor alerts after initialization. Troubleshooting was performed and a low reservoir and no delivery alarms were noted in the alarm history. Customer's current blood glucose reading is 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.